Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp in in the closed position. This was described as ¿the extension tube is closed and the drip continues¿. This occurred after use of the device for peritoneal dialysis. The transfer set was replaced, which solved the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.